Event description:
It was reported that the ventricular lead exhibited high impedance and elevated threshold. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).